Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leak occurred during clinical use and when the maxzero was replaced, a leak was identified with the new one too. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
The customer¿s report of leakage in the maxzero was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Event description:
The report suggests that a leak occurred during clinical use and when the maxzero was replaced, a leak was identified with the new one too. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.